Event description:
Patient reports she has been hospitalized for 11 days due to issues with new hickman port. Unknown date of admission, discharge and length of stay. Unknown if md is aware. No further information, details, or dates provided. If provided on the form, the product lot number and expiration were systematically retrieved from the dispensing system.